Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to a sensor failure, patient noticed that sensor wire was missing. Patient supposes that sensor wire could be broken inside his skin but patient is not positive. At the time of his call to dexcom technical support, patient reports he was feeling fine.